Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported complaints were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaint appears to be related to operational context. There was no damage noted to the device during the inspection prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it was reported that the procedure was a femoral cross over in the superficial femoral artery. It is likely that the shaft was bent or restricted at the aortic bifurcation preventing movement of the shaft lumens and causing resistance with the thumbwheel, allowing only partial stent deployment. Further attempts to rotate the thumbwheel against resistance likely caused the sheath to separate distal to the shuttle preventing any further deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during the femoral cross over procedure in the superficial femoral artery, the 6.0x150mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion however during deployment, the stent only deployed 5-6mm and then the thumbwheel would not advance. The ses was removed without issue and the procedure was stopped at this point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.